Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the analog interface (ai) printed circuit board (pcb) and the pressure solenoid (psol) valve. The device then passed all testing. The ai pcb was returned for investigation and the reported malfunction was verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator stopped cycling. The patient was transferred to another ventilator without harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.